Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis verified the initial report, the screen displays odd colors when turned on. After replacing the display flex with known good flex the display functions normally.

Event description:
It was reported the screen has "weird" colors. It was also reported the screen seems to be failing. The programmer was returned for repair. No patient involvement was reported.

Event description:
It was reported the screen has "weird" colors. It was also reported the screen seems to be failing. The programmer was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.